Event description:
It was reported that the patient experienced pain and hypersensitivity in the sacral area. The pain and hypersensitivity was present even when both of the patient's implantable neurostimulators (ins) were turned off. It was unclear if this was due to an allergic type of reaction. Both inss were subsequently explanted. There were no reported injuries associated with the event. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3004209178-2012-01590.

Manufacturer narrative:
Concomitant neurostimulator: model 3058 serial # (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2012.